Event description:
A device report from oberdorf indicated a hospital in spain reported: pt implanted with prodisc-c nova on (B)(6) 2011 experienced cervical pain and had an x-ray on an unk date. Pt was returned to the operating room in (B)(6) 2012 and the implant was removed because of sagittal misplacement and pain.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.